Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker went into backup vvi mode and failed to be interrogated during a telemetry lock out. The session was restarted, and the device resumed to normal operation. The patient was stable.